Event description:
It was reported that using a brachial artery access approach during a procedure of the heavily tortuous, heavily calcified, concentric, 100% stenosed, proximal circumflex artery with a vessel diameter of 2.5 mm and the lesion length of 10 mm, after a guide wire crossed the lesion, a 1.2 x 6 mm mini trek rx balloon dilatation catheter (bdc) was advanced but the balloon ruptured during the first inflation at 8 atmosphere (atm). It was reported that there was resistance with the lesion during advancement. Then the device was changed to a 2.0 x 15 mm nc trek bdc and resistance was met with the lesion during advancement and the balloon ruptured during the first inflation at 6 atm. Then the device was changed to a 2.5 x 12 mm trek rx bdc and resistance was met during advancement to the lesion. Then the balloon ruptured during the first inflation at 6 atm. Finally the pre-dilatation was performed with a 2.5 x 15 mm nc trek bdc and a 2.5 x 23 mm xience xpedition stent was implanted in the lesion. The procedure was completed without any issue. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Concomitant products: guide wire: xt-r, gaia 1, gaia 2, runthrough; guide cath: heartrail al1 6f. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. The two other trek balloon dilatation catheters (bdcs) referenced are being filed under separate manufacturing report numbers.